Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen did not respond on the upper portion of the display, preventing selection of the insulin cartridge icon and access to the menu required to restart the device, consistent with a device display malfunction and possible screen damage. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included complaint intake review and device replacement with return requested for evaluation. Investigation of this device revealed a nonresponsive touch interface device suffered an impact to the display on the left edge causing a crack across the display rendering it unusable. This would correspond to the claim the display buttons won't operate. Source of the impact is unknown.